Manufacturer narrative:
Additional information: the reported event that the spoke of the device was broken and that the tracker was spinning on the spoke was not confirmed through the device inspection. It was observed that the cable was deformed, however nothing was broken and the device functioned as expected. The device was scrapped, as it was not repairable.

Event description:
It was reported that during equipment testing at the healthcare facility, the spine tracker was loose. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Event description:
It was reported that during equipment testing at the healthcare facility, the spine tracker was loose. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.